Manufacturer narrative:
Device not returned.

Event description:
It was reported that temporarily, the pump touchscreen had a dull red line through it. At the time of report, the issue had resolved itself. Customer's blood glucose was within range (value not provided).